Manufacturer narrative:
The manufacturer's evaluation concluded the return item experienced physical damage by the end user. The physical damage shows a fractured hex segment of the abutment. Design shows possible indication that a largely cantilevered crown might have been used in conjunction with the abutment. This could not be confirmed since the crown was not returned. However, it appears the customer may have anodized the abutment on their own. Further investigation revealed excessive off-axis load applied to cantilevered crown may have caused the failure of the abutment. Hence, summarizing the failure of the abutment was attributed by the anodization and excessive off-axis load.

Event description:
The abutment hex fractured.